Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue occurred. The philips field service engineer (fse) inspected the system onsite and confirmed that the system gave an alert indicating the image hard disk drive was full, preventing imaging. Upon troubleshooting, fse confirmed the disk full error and recreated the image store on the image processing pc (ippc) to resolve the issue temporarily. Due to manufacturing issues, the disk bay may not function as intended, leading to issues with the system's nehalem pc, which is used for the host pc, ip-pc, and flexvision pc. If one of these pcs breaks down, the system stops functioning, and no imaging is possible. Philips has initiated a medical device correction z-1151-2024. Fse has planned to implement the fsca to resolve the issue. After implementation of fsca, the system will return to good working condition. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that system gave an alert indicating the image hard disk drive was full, preventing imaging. The device was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.